Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump went blank; the device did not alarm low battery prior to the blank display anomaly. The patient's blood glucose at the time of incident was 10.4 mmol/l. The alarm history was reviewed and a battery out limit alarm had occurred. Troubleshooting was initiated for the alarm. The alarm occurred during normal use and the customer was advised that the battery cap may be loose. No products were returned and a replacement battery cap was shipped to the customer.